Manufacturer narrative:
Investigation summary: it was reported visible precipitate in the syringe. To aid in the investigation, one sample in an opened packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed. The syringe barrel has damage to the inner wall and the bottom area of the barrel has plastic particles adhered to the rubber stopper. No other defects or imperfections were observed. The three photos provided show the sample received. This defect could occur if, when the barrel was released from the mold, it was dragged inducing the damages observed in this sample. A device history record review was completed for provided material number 309653, lot number 1215406. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed while molding parts. Settings were correct and molding parts were good. There were no damages or marks observed during the process. To date, there have been no other similar events reported for this lot. The sample was shared with the molding coordinator for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe 50ml ll tip 1ml 2 oz in 1/4 oz contained foreign matter in the fluid path. The following information was provided by the initial reporter: "new syringe opened and visbile precepitate in the syringe. "